Event description:
It was reported by service report that the zoom function was operating intermittently. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - zoom drive assembly motor; right drive handle.